Event description:
It was reported that the pt had a primary hip done 02/08/06. Patient's notes state that he was happy with the hip for a while, but has been having pain in the hip for the last 6 weeks prior to admission. Patient got up to get a drink and tripped, but did not fall, felt severe pain in left hip and down leg, transported to hosp by ambulance. X-ray showed neck of prosthesis fractured. Patient was revised. Old stem removed and replaced with same size stem. Acetabular component replaced with trident prepared for and implanted a 56 cup, but on trail reduction offset not sufficient reamed for and implanted a 58 cup so 36 plus 7.5 head could be used to reduce the risk of dislocation.